Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. On (B)(6), 2019, the implantable cardioverter defibrillator system was removed. No further information was available. Related manufacturer reference number: 2017865-2019-15440.

Event description:
New information received stated that the patient's condition remained stable after the implantable cardioverter defibrillator system was explanted. The patient received a new pulse generator system on nov. 14, 2019 without further incident.